Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot/batch device number (u9554l), and no non-conformances were identified.

Event description:
It was reported that during a nephrectomy procedure that the reload seemed to not fit properly in the gun. The reload seated properly but was very loose and would not lock into place. There were no adverse consequences for the patient.